Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative occlusion of the bilateral renal arteries with the first sealing ring and the successful placement of the left renal artery stent are confirmed. The difficulty in cannulating the contralateral limb, difficulty in advancing the integrated balloon, inadequate ipsilateral limb expansion, and cranial intraoperative migration of 10mm complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The procedure-related harm identified was intraoperative renal artery occlusion. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4 awareness date. H6 device codes (as evaluated); remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was stated that the physician did not use a secondary sheath due to the patient having a small caliber access vessel. It was also noted that this patient has a long aortic neck. The physician was unable to cannulate the contralateral limb. The physician elected to mold the sealing rings and then use a cross over channel. The physician tried to advance the integrated balloon but was unsuccessful and it was noted that the limb on the ipsilateral side did not expand as expected. The physician tried to advance the balloon again and the stent graft had moved up by approximately 1cm covering both renal arteries. Two attempts were made to bring the device down but were unsuccessful. The physician was able to implant a renal stent in the left renal artery allowing blood flow. However, the right renal artery and kidney were fully blocked. The physician elected to end the procedure. The patient was reported as being stable.